Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil. On the foil you see a second welding seam.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. We have opened the pack received and the aluminum pouch was not stuck to the outer paper foil. The pack has been opened correctly. There are not two welding seams on the pack. The welding conducted on the plastic film is the same one as on the aluminum foil, but sometimes the aluminum pouch (1st pack) can be displaced inside the paper/plastic foil (2nd pack) and it seems as there are two welding seams. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective action: not applicable.